Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there were lesion crossing difficulties and shaft damage occurred. The target vessel for the procedure was described as non-tortuous. The stent delivery was difficult due to lesion crossing although the vessel had been predilated with an unk type balloon. The shaft of the taxus express2 2.25 x 16 mm drug eluting stent snapped while being inserted into the pt. The stent had not been deployed and the procedure was completed with another of the same device. There were no reported pt complications.